Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester alleges discrepant results with meter compared to lab. Pt received 2 lovenox injections prior to a hernia surgery. After the surgery, pt received cephalexin. Coumadin dose increased due to 1.6 and 1.9 inr results. Pt went to hospital with chest pain that turned out to be anxiety. Inr noted to be 9.0 from labs taken.